Event description:
It was reported that a patient was readmitted to hospital 4 days post-stenting procedure of the para ophthalmic artery with the subject flow diverter stent. There was an acute ischemic stroke with speech, cognitive and movement deficits in the ipsilateral hemisphere due to blood clot running from m1 segment of the middle cerebral artery through the implanted subject stent. According to the physician, the blood clot and acute ischemic stroke are known risk of cerebral implant. Other reasons for the adverse event could be that the patient¿s low inhibition on plavix and aspirin at intubation and dose of ticagrelor given at groin puncture.

Manufacturer narrative:
Executive summary: updated with additional details. Relevant tests and lab data: appropriate anti-platelet medication was given post-procedure. The device history record confirms that the device met all material, assembly and performance specifications. Therefore, visual, dimensional and functional testing was not performed. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event could not be confirmed; however, the reported stroke and vessel thrombosis are known risks associated with endovascular procedures and noted as such in the device directions for use (dfu), product labelling and/or risk documentation files. Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient was readmitted to hospital approximately 5 days post stenting procedure with the subject flow diverter stent. There was an acute ischemic stroke in the ipsilateral hemisphere and the patient had blood clot running from m1 segment of the middle cerebral artery through the implanted subject stent. No additional information is available at this time.

Manufacturer narrative:
"Additional information "required intervention to prevent permanent impairment/damage (devices)". Executive summary: additional information: treatment given to the patient to treat the stroke. Product long description: unknown (surpass streamline). The neurovascular stryker surpass evolve device is not currently not approved or commercially sold in the USA. The event for the surpass evolve device was filed to FDA as a similar product to stryker device surpass streamline device that is commercially available in the us (PMA # p170024). (B)(4).

Event description:
It was reported that a patient was readmitted to hospital 4 days post-stenting procedure of the para ophthalmic artery with the subject flow diverter stent. There was an acute ischemic stroke with speech, cognitive and movement deficits in the ipsilateral hemisphere due to blood clot running from m1 segment of the middle cerebral artery through the implanted subject stent. According to the physician, the blood clot and acute ischemic stroke are known risk of cerebral implant. Other reasons for the adverse event could be that the patient¿s low inhibition on plavix and aspirin at intubation and dose of ticagrelor given at groin puncture. Treatment given to the patient to treat the stroke.